Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010, including two percutaneous leads implanted peripherally at the right scapula for pain on the right side of the patient's neck. It was reported that the patient's lead was explanted on (B)(6) 2010, due to erosion through the skin. According to the physician, there was no indication of infection. The explanted device was returned to the manufacturer and evaluation is underway.